Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It ws reported that the customer's insulin pump went into threshold suspend, based on a sensor reading of 50 mg/dl while the customer's blood glucose was 130 mg/dl. The customer also received sensor errors and calibration errors. Calibration techniques were discussed. Nothing further reported.